Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of communication between the mobile programmer patient connector and implantable device while programming at the end of an implant procedure. The screen was noted to be frozen. The patient connector and device remain in use. No patient complications have been reported as a result of this event.